Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was replaced due to lack of therapeutic effect. On (B)(6) 2011, it was reported the pt not having therapeutic effect despite increased voltage on their device. The pt was referred to their health care provider. It was then reported the pt's device was replaced because "the wires were bad." Additional info has been requested. A f/u report will be sent if additional info becomes available.